Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was returned to the manufacturer. Visual inspection of the return sample shows the lens is cut in half, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. The complaint cannot be confirmed. Manufacturing records were reviewed and the lens was manufactured according to specification. There were no non-conformances with respect to the manufacturing process. There were no associated nonconformity reports. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of product quality deficiency. All pertinent information available to the manufacturer has been submitted."

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that patient experienced severe dysphotopsia after implantation of a zkb00 intraocular lens (iol) in patient's right eye. Reportedly, patient has iris posterior synechia/bound down, very narrow anterior chamber angle and miotic pupil. After pupil expansion device placed and removed at case end, several iris transillumination defects and few small atrophic iris areas evidently allowed stray light in and caused severe dysphotopsia. Patient experienced 'glob' floating in visual field due to 'seeing edge of lens' disrupting patient's equilibrium and inducing nausea. Patient symptoms include very light sensitive due to glare, impossible to drive at night (glare/halos/streaks) and not able to work during day. Reportedly, there was no product quality issue. The iol was explanted. Incision enlargement and sutures were required. The iol was replaced with a non-abbott iol. Reportedly, patient is very happy with excellent uncorrected distance and near vision. Dysphotopsia is improved; some 'ghosting/shading' continues without spectacles. Patient's visual acuity was reported as follows: pre-op: (B)(6) 2016 od +1.50 + 1.25 x 155 20/25 add 2.50 j1+ glare 20/400. On (B)(6) 2016: ucdva (uncorrected distance visual acuity) 20/30+2 ucnva (uncorrected near visual acuity) j2 plano +1.0 x 30 20/25 no near add j1+. On (B)(6) 2016: ucdva 20/30 ucnva j2 -0.25 + 0.5 x 60 20/20 add 0.75 j1. On (B)(6) 2016: ucdva 20/25 ucnva j1 (in good lighting) -1.0+0.25 x 180 20/20. No further information was provided.